Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a previously implanted surgical valve, the valve was implanted in an undesired position. The valve was snared into the descending aorta. Subsequently, a second valve was implanted successfully. A dissection was noted in the thoracic aorta, and was treated with an endograft. Per the physician, the first valve caused the dissection. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that during the implant of the evolut r valve into a previously implanted surgical valve, the valve was implanted in an undesired position. Potential factors that could affect the accurate delivery of the valve include anatomy landmark visibility, patient calcification levels, compliance of the native anatomy, procedural complications, and tension applied on the dcs during positioning. The existing surgical valve may also have impacted the accurate delivery of the transcatheter valve. In this event, the evolut r valve was snared into the descending aorta and a second valve was implanted successfully. It was also reported that a dissection was noted in the thoracic aorta which was treated with an endograft. Per the physician, the dissection was caused by the first valve. No other adverse patient effects were reported. Vascular injury such as dissection is a potential risk associated with the implantation of the valve in the evolut r instructions for use (IFU). The IFU also states, ¿once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ without additional procedural imaging, the root cause of the inaccurate delivery and dissection could not be determined or confirmed. The event description did not indicate a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.